Manufacturer narrative:
(B)(4). Two (2) customer complaints regarding memobag product were reported. As the lot number of the defective products was reported, the ohr review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed for each of the complaints because the defective devices were not returned for examination. IFU 940268-000003 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. A device history record review was performed, and no relevant findings were identified. The root cause of these complaints cannot be clearly determined because of unavailable defective devices. As the root cause of these complaints was not determined, no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a laparoscopy, during the removal of the specimen at the end of the procedure, the bag torn and the specimen went back in the abdomen". Additional information states all contents of the specimen were retrieved. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "during a laparoscopy, during the removal of the specimen at the end of the procedure, the bag torn and the specimen went back in the abdomen". Additional information states all contents of the specimen were retrieved. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.